Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust-like foreign matter was found on the tip of the bd¿ syringe needle. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the staff of the department inspected and found that the 20ml syringe had dust on the needle tip, needle tip cap and barrel wall under the condition of unpacking. Stop its use immediately."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301948 and lot number 2107127. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team; however, the retained samples did not show any signs of defect. H3 other text: see h10.

Event description:
It was reported that dust-like foreign matter was found on the tip of the bd¿ syringe needle. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the staff of the department inspected and found that the 20ml syringe had dust on the needle tip, needle tip cap and barrel wall under the condition of unpacking. Stop its use immediately."